Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Reportedly, the customers pump is "non-working". Customer has reverted to manual injections for insulin therapy. Customer has declined follow up from tandem technical support.